Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 3.0 x 38 promus premier¿ drug-eluting stent was implanted to treat the lesion. When the patient was in the recovery room, the patient experienced chest pain. Angiography was performed and a thrombus was noted on the distal edge of the previously implanted 3.0 x 38 promus premier¿ stent and no reflow was observed. Subsequently, a 32 x 2.50 promus premier¿ drug-eluting stent was unpacked to perform the procedure again, but the patient went unconscious during preparation. Cardiopulmonary resuscitation (CPR) was performed several times but the patient remained unconscious and eventually died in the intensive care unit (ICU). The physician suspected that the patient's death was caused either by the stent thrombosis or the distal total occlusion of the lad due to edge dissection.